Manufacturer narrative:
Additional information received indicated that the access site was heavily calcified, and mildly tortuous. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No additional information is available. Complaint conclusion: during an interventional procedure, a physician experienced resistance when advancing a 55cm 8f brite tip sheath. The device was removed with no reported patient injury and the distal tip was noted to be frayed. The event involved a patient who was undergoing removal of an inferior vena cava filter. The location of the access site was not reported, but was described as heavily calcified and mildly tortuous. The brite tip sheath was inspected for use and is reported to have appeared normal. In addition, the sheath was prepped according to the instructions for use (IFU). During the insertion of the brite tip sheath via a retrograde approach, the physician encountered resistance. The sheath was removed with no reported patient injury and a new device used to successfully complete the procedure. Once removed, the site noted that the distal tip of the sheath was frayed. No further information is available. The device was not returned for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The product IFU cautions that if resistance is met during the insertion of the device, the user should investigate the cause before continuing. If the cause cannot be determined, the user should discontinue use of the device. Based on the information available for review, there are vessel characteristics (calcified and tortuous access) that may have contributed to the reported event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, during a procedure to remove an inferior vena cava (ivc) filter, the physician encountered resistance during insertion of the 55 cm 8 fr si brite tip str sheath. The sheath was removed from the patient and the distal tip was noted to be frayed. A new brite tip sheath was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the ivc. No target lesion characteristic information was provided. The approach for the procedure was retrograde. Additional information has been requested.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17014186 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 17014186. Additional information will be submitted within 30 days upon receipt.